Event description:
The #2 clear backing on the chg pad in the kit does not have the split down the middle making it difficult to put on. There is a crease, but no actual cut. Many of our nurse's use that split to put the pad under the needle before accessing. We have come across at least 4 of these, all with the same. Pt code: 4582. Device code: 1506. Refernce report# mw5184217, mw5184218, mw5184219.